Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the hcp left a voicemail with the rep that the patient had meningitis and the dbs devices were exposed to the infection.